Event description:
During an in clinic follow up, it was observed that there was a period during which the auto measurements of the impedances were not reported and episodes were not available. Technical support was contacted and recommended re-interrogation of the device. The device was re-interrogated with the same results. No further intervention has been performed at this time. The patient was stable and will continue being monitored.